Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 08 jun 2020.

Event description:
The customer reported that the unit would not run on alternating current (ac) or battery. Unit would not indicate that it was charging. The customer reported that the unit was not in use on patient . The customer contacted product support and reports that the unit is emitting an odor since he replaced the power supply. Customer reports a warm odor. Product support advised customer to inspect internally for any thermal damage. Product support advised customer to call back for troubleshooting assistance with the unit opened to verify that the power supply is connected correctly. The customer replaced the power supply to address the unit would not run on ac or battery.